Event description:
It was reported to boston scientific corp in 2007, that during an endoscopic retrograde cholangiopancreatography using a stonetome (pt age and gender unk), the "cutting wire on the sphincterotome broke". The procedure was completed successfully with another stonetome device. The pt's condition was reported as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and were are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no add'l complaints have been reported for the pertinent lot. The may 2007 15-month stonetome sphincterotomes product family trend chart was reviewed; neither an unfavorable trend nor an above-limit data point was noted.